Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported by the clinician that the catheter was inserted into the pt on 06/23/2009. While the catheter was in place it would not function and they noticed a kink in the catheter under the skin. The clinician pulled back the catheter 3cm as the kink was at the 2cm mark. Again the next day, the peripherally inserted central catheter (PICC) would not work. At which time, a kink was noticed in another location. Insertion was atraumatic, pt not edematous, nothing unusual about the insertion. As a result, the PICC was removed due to temp elevations r/o line sepsis. It was noted the pt had a PICC that was inserted in 2009 and was removed at approximately 2 months, and had no issues.